Manufacturer narrative:
E1: initial reporter facility: (B)(6) hospital. This report is being filed to correct the model number and unique identifier (UDI) # in response to an FDA request.

Event description:
It was reported that balloon deflation slow and difficulty removal occurred. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified internal carotid artery and common carotid artery. A 5.0mmx20mmx135cm (4f) sterling balloon catheter was advanced for dilatation. During procedure, the balloon was successfully inflated with encore bsj at 6 atmospheres and held the pressure for 30 seconds. However, upon post-procedure, it took approximately 15 minutes to remove, and deflation was four more times than the usual. The device was removed in a deflated state and the procedure was completed with the original device. There were no patient injuries reported.

Manufacturer narrative:
E1: initial reporter facility: (B)(6) hospital.

Event description:
It was reported that balloon deflation slow and difficulty removal occurred. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified internal carotid artery and common carotid artery. A 5.0mmx20mmx135cm (4f) sterling balloon catheter was advanced for dilatation. During procedure, the balloon was successfully inflated with encore bsj at 6 atmospheres and held the pressure for 30 seconds. However, upon post-procedure, it took approximately 15 minutes to remove, and deflation was four more times than the usual. The device was removed in a deflated state and the procedure was completed with the original device. There were no patient injuries reported.